Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm large needle driver instrument to perform failure analysis. The returned product did not exhibit the event described in the complaint. Visual inspection found no damage to the instrument. No product issue was identified.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.